Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the functional display test failed. The screen was blank upon powering on the cycler. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a display brightness problem with their liberty select cycler during an unknown phase of their peritoneal dialysis (pd) treatment. The display brightness was increased from 9 to 10 and the cycler was rebooted however the screen remained dim. At that point in time, the technical support representative advised the patient it was ok to continue use of the cycler and to inform their peritoneal dialysis registered nurse (pdrn) about the replacement. A replacement cycler was issued to the patient. It was reported that the patient would not perform an alternate method of treatment, and upon follow up it was confirmed the patient was able to complete their treatment on the cycler. The patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.